Event description:
In 2004 pt's family member called lfs on pt's behalf alleging that their one touch basic meter was reading inaccurately low. Senior medical affairs representative spoke with pt's family member 2 days later to obtain additional info. Four days ago, pt obtained a 519 mg/dl at 8 am, a 380 mg/dl at 11 am, and a 245 mg/dl at 1:15pm. They had been eating and taking their insulin as prescribed. Pt takes 15 units of novolin 73/30 at 7:30 am and 5:30 pm and is on a sliding scale for novolin r. Patient's family member reported that they stopped writing pt results in their log after 1:15 pm. They had not been feeling well for several days and had been getting low readings. They had been eating food to compensate for their allegedly low readings. In the evening, they had started feeling nauseated, vomiting, and had diarrhea. On the morning of the following day, pt's family member finally tested pt and obtained a 36 mg/dl on their meter. Within 10 minutes later the emergnecy medical technican arrived and they were rushed to the ER. A blood glucose reading of hi was obtained on the emergency medical technician meter. A lab test performed shortly after arriving at the ER read 1140 mg/dl. They were treated with insulin and have been in critical care as of3 days later. Pt had no other health condition and is mentally challenged. Pt had been testing 4 to 5 times a day and is a brittle diabetic. Pt's family member confirmed that the test strips were within expiration, stored properly, and had not been opened longer than the discard date. The pt's family member could not indicate the cleaning technique; however, the meter was not being cleaned according to the owner's manual. Based on the info supplies by the pt's family member there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt had extremely high blood glucose levels and had been eating and taking less insulin based on meter readings.